Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly along with header bag. Visual inspection was performed. Upon visual analysis, the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The overall device condition is consistent with full deployment. The distal end of the exposed suture was examined under the microscope. The distal tip appeared as though the suture was cut with a sharp edge. No other anomalies were noted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not provide a dry close. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 06oct2021. The procedure prior to the use of the angio-seal device was a peripheral intervention using a 6fr procedural sheath. A pre-deployment angiogram was performed. Manual compression was held to achieve hemostasis. There was no noticeable damage to the device prior to use.